Manufacturer narrative:
(B)(4). Radiographs received confirmed the event. Device will not be returned and no further investigation can be completed at this time. Review of the device history records for this lot and similar events notes no material non-conformances or manufacturing errors that may have caused or contributed to this failure code. The one year duration to failure suggests possible non-union, possibly due to instability. It is not known if the construct fractured and disassociation resulted from material fatigue or due to catastrophic failure after the patient fell.

Event description:
Patient received bilateral pedicle screws and rod instrumentation from l3 to t6 in (B)(6) 2014. Additional fixation was implanted (B)(6) 2014 from iliac to l3. During follow up evaluation in (B)(6) 2015, it was noted that the right rod fractured at t12-l1. Additionally the left rod had disassociated from the rod connector, t12-l1. The surgeon noted that he didn't think the cause was the result of a material failure, rather the patient had fallen just prior to the discovery of the event. Revision was performed on (B)(6) 2015, to replace the rod. Patient doing well, post-revision. Patient activity level, bone quality, and compliance with post-surgical instructions are unknown.